Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The reported issue was confirmed as the unit showed error code 41786 on power up due to a faulty main board. The main board will be replaced to address this issue.

Event description:
T was reported that the device shows a lock alarm and jumps between menus uncontrollably. Reporter stated that it continues bolus administration despite the alarm and the device responds slowly or erratically to input. Per reporter, there is an uncontrolled bolus delivery despite the alarm condition, and the on/off switch is not working. There is unknown patient involvement. No patient harm/adverse event was reported.